Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown as the device was used on all days.this report is related to medwatch report number 1423500-2010-03561.

Event description:
On (B)(6)2010, during follow-up for an unrelated alarm, it was reported that the patient had peritonitis. In (B)(6) 2010 (exact date unknown), the patient was hospitalized for peritonitis. Per the reporter, the peritoneal effluent analysis and culture were performed at the hospital. The reporter did not have the results of the analysis, but stated the culture grew (B)(6). The patient was treated with vancomycin intraperitoneal (ip). Per the reporter, the patient was only hospitalized for a couple of days (exact dates or number of days was unknown) and then discharged. At the time of this report, the patient continues to take vancomycin (ip) but the peritonitis is resolving. Per the reporter, she did not know what caused the peritonitis but it was unrelated to any of the patient's peritoneal dialysis (pd) solutions or pd devices. The reporter then she stated she was declining to provide any further information as the peritonitis was unrelated to the patient's pd solutions or pd devices. No further information is available. The following are potentially associated lots for this peritonitis event: homechoice cassette (product code 5c4531c, lots h10d24034, h10e22035, and h10d10058), minicaps (product code 5c4466p, lots gd874826, gd874859, and gd875575), flexicaps (product code 5c4456, lot 10d12h25 and 10d15h25).

Event description:
The following information was provided by global pharmacovigilance: this is a spontaneous nurse report from the USA on (B)(6) 2010 of an "old incision that broke" and bacterial peritonitis with the culture positive for (B)(6) in a (B)(6) male patient. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient had an "old incision that broke." On (B)(6) 2010, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment information was not provided for the events. Dianeal therapy was ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of an "old incision that broke" resolved. The patient's concomitant medications were not reported. Per the nurse, the event of bacterial peritonitis with the culture positive for (B)(6) was not related to dianeal pd4 ambuflex therapy. A causal relationship was not reported for the event of an "old incision that broke" with regards to dianeal pd4 ambuflex therapy.

Manufacturer narrative:
(B)(4). A review of the product's labeling was performed. The current labeling provides a warning that states 'use aseptic technique'. The warning also states 'contamination of any portion of the fluid path may result in peritonitis'. The current labeling for the compact exchange device ii was found to be sufficient. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.